Event description:
The customer reported that they were getting a white halo on all of the images. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer repaired the quick return mirror and performed the black spot alignment. He also aligned the split prism horizontal position and the viewfinder x-axis. He tightened a loose optical head. He cleaned the entire optical system and checked all functions for good working order. (B)(4).